Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 438 mg/dl, 85 mg/dl, and 68 mg/dl. Customer states he felt shaky at the time of the readings, and self-treated with orange juice. He felt better right away, and tested at 157 mg/dl approximately 8 minutes after the test of 68 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.